Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. The ventilator was investigated by our field service engineer (fse) on site. The fse solved the issue by replacing the air gas module as it was found to be defective. After replacement, the device passed all performed tests and was handed over to the department in good working condition. The replaced air gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).